Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked and she is getting a failed battery test alarm. Customer changed the battery and put in another one but the display won't come on at all. Troubleshooting was performed and the customer did not receive a failed battery test as nothing came on the pump. Customer's blood glucose was 66 mg/dl in the morning customer's high blood glucose was 258 mg/dl today. Customer treated with orange juice and 2 glucose tabs. Customer will call her doctor for a sliding scale since she has not treated for her high blood glucose yet. Customer stated that the battery compartment was cracked. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube and corroded battery cap. Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. Unable to verify the failed battery alarm due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads and a cracked reservoir tube lip.